Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deflation issue occurred. The treatment was for an 80% stenotic lesion in the ostial proximal right coronary artery (rca). The lesion was predilated with a sprinter balloon. After predilation a cutting balloon was used, then the physician successfully deployed the taxus exp2 - 8.8pct - 3.50 x 16 mm stent at 12 atms. However, upon removing the balloon, the physician was unable to deflate the balloon. The physician then decided to pull the undeflated balloon into the guide catheter. The entire delivery system was removed intact. The procedure was successfully completed. No further intervention was needed. No pt injuries were reported. Pt status is reported as "satisfactory/good."